Event description:
While performing colonscopy, the surgeon sucessfully removed a very large polyp. Two days following the procedure, the pt returned to the facility complaining of pain. X-rays were taken and it was suspected that there was a perforation. The pt was taken to surgery for a laparotomy and resection. At the time that this event was reported to olympus, the pt wass reported to be doing well. The scope used during the procedure was an olympus colonoscope. The mod no is unknown. No further information has been received from the facility.